Event description:
It was reported that the patient got surgery for eyhance toric intraocular lens (iol). Visual issues were observed and patient was dissatisfied with his vision. The astigmatism was not properly corrected and needed reoperation. Directions for use were followed. There is no report of patients debilitating condition, unplanned vitrectomy, incision enlargement and sutures. Patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section e1 state and zip code not provided. Section h3: device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.